Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem cable and wall adapter with working wall outlet, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to leave pump connected for extended time, tried a different wall adapter without success, and was advised to contact healthcare provider for backup therapy if battery depleted; technical support arranged shipment of replacement charging cable and wall adapter and informed customer of expected delivery the following day.